Event description:
A surgeon reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under MFR report number 1061857-2007-00136. At the 1 month post-op exam, this pt exhibited a 1 line decrease in bcva. Ucva improved from 20/100 to 20/40. Additional info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The complaint investigation, including root cause determination, is in progress.